Event description:
It was reported that post implant the right ventricular (rv) lead¿s thresholds had rose overnight and were high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2014. (B)(4).